Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information. A review of the device history record showed no anomalies.

Event description:
The reporter stated that at the place where the cross connector snaps down over the top of the screw, the side piece was observed to be broken off. The device was not placed into, or implanted, into the pt. The reporter stated that it may have been broken in transit to the distributor, or that the breakage occurred as it was handled by operating room staff. Integra has requested the return of the device for evaluation.